Manufacturer narrative:
Section h3 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97745; serial# (B)(6) ; product type programmer was returned for product analysis. Analysis found cracked/scratched/worn front case causing case separation, charge issues, power loss and blank/white display. Charger recharger telemetry module (rtm) connector cleaned and observed excellent recharge status. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding an external device to an implantable neurostimulator (ins). The indication for use was non-malignant pain. It was reported that the patient states that it seems like it was taking a lot longer to charge their ins over the 'last couple weeks'. The rep stated 'as far as the patient knows' they were getting excellent coupling before and now it was taking twice as long. The rep provided the following recharging information: 4 june 60-100% 1.2 hours good 6 june 30-100% 1.6 hours good 7 june 70-100% 1.1 hours good 9 june 40-60% 38 minutes good 10 june 40-100% 1.5 hours good 12 june 40-100% two hours fair the manufacturer's technical services specialist (tss) reviewed to not check the screen incessantly while charging and also noted the last 10% can take the longest to charge. The patient also reported that sometimes the controller screen gets 'really dark' though the brightness is not turned down. The caller states the patient can 'press some buttons' to get controller out of this situation. This has happened about a dozen times over the past year. The rep also stated this past monday the patient reported the controller would not turn on until plugged into the wall at which point it turned on and displayed that the controller was at 40%. A replacement controller and recharger were sent out.